Event description:
It was reported to philips that the system stuck at 00:00 due to power surge and boot manager error on a allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply, os disk, en100, np10 power control unit, flexvision pc, and hard drive, performed routine calibration, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).